Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber shows a circumferential fracture proximal to the fiber/glass cap fusion zone; the distal end of the glass cap within the metal cap is detached and returned; the glass cap is blackened at the fracture location; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char; the outer flow tubing exhibits melting at the open end; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 40,000 joules, while using the surgical fiber during a prostate procedure, the fiber was observed to exhibit diminished tissue vaporization efficiency. Time expended: 7 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "no damage to the patient" - there was no injury reported.